Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The customer collected serum samples in plastic bd serum separation tubes (sst) tubes. The customer centrifuged samples at <5,000 rpm (rotations per minute) for greater than 5 minutes in a swinging bucket centrifuge. The specimens were sampled from the primary tubes. Quality control (qc) was within specifications during the time of the event. System check from (B)(4) 2007 conformed to specifications. Customer product line support (cpls) laboratory tested the pt sample and confirmed the existence of a pt source interferent for the sample received from the customer. The interference likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results, but is distinct from heterophile antibodies. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4) 2008 through (B)(4) 2010 for additional reportable events. This medwatch report is related to mdrs 2122870-2011-02398 and 2122870-2011-02399. Product labeling: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the pt sample. Pts who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Human anti-mouse antibodies (hama), that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in pt samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of pts suspected of having these antibodies. The access accutni results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate info. Medical decisions should not be based on a single accutni determination at one time point.

Event description:
The customer reported elevated troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, on two samples from one pt involving unicel dxi 800 access immunoassay system. This is report number one of three. Negative results were obtained via an alternate methodology. The elevated results were not released out of the laboratory. There was no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc. With the pt sample for further analysis.